Event description:
It was reported that a malfunction alarm, specifically malf 24, occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially reset the pump and continued using it while on vacation, planning to follow up for a replacement later. Customer technical support (cts) provided a replacement pump upon the customer's return. Customer will continue to use current pump.